Event description:
Additional information received reported that the patient had a medication reaction prior to the pump being filled with saline. The patient had a visit with the healthcare provider and hoped to have the pump checked and refilled, as it contained saline (as previously reported). Prior to filling the pump with saline, the pump delivered morphine at one time, and then dilaudid at another time. The patient indicated that the morphine was first used with the pump, and the patient experienced side effects of paranoia and itching. Patient believed they were "allergic" to morphine. Dilaudid was later used in the pump to the pump running dry, and then being filled with saline. The healthcare provider was planning on next filling the pump with fentanyl for pump medication therapy. As of (B)(6) 2012 the pump still contained saline only.

Event description:
It was reported that the patient was hospitalized due to issues with his pancreas and during that time he missed his refill appointment. While an in-patient he was managed with oral and IV medication and a manufacturer representative adjusted the pump (details not provided). At the time of this report the pump had been dry and alarming for about two months. The healthcare provider felt the medication in the pump should have lasted 6 months but it only lasted 3 (specific volumes were not provided). The pump contained hydromorphone but was to be refilled with saline. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: (B)(6) 2011; product ID 8591-38, lot# d10026, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-19 additional information was received from a consumer. The pump's indication for use (IFU) was listed as pancreatitis and n on-malignant pain. The pump had no medication in it and did not for quite some time. The patient was withdrawing from it and was told he broke it. It was noted that the pump must be defective because the patient was getting to much medication or not enough. The pump previously had 17.5 ml left in it but did not have any now. The pump was currently implanted and not being used; it had been empty since 2012. The patient had an appointment with the healthcare provider (hcp) (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).